Event description:
It was reported that during patient use a ventilator did not deliver the set oxygen (o2) parameters. Although the device did not stop ventilating, the patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). After retrieving the device, the reported condition was confirmed. The o2 level didn't change when the ventilator o2 parameters were changed. They remained at 21%. The mixer dial was found to be broken.